Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak, migration). Patient's condition affected effectiveness of device (degeneration and dilatation of the proximally aortic neck). Other (pending device evaluation). Evaluation codes, conclusions: device failure lack of effectiveness related to patient condition (degeneration and dilatation of the proximally aortic neck). Other, (pending device evaluation).

Event description:
An aneurx stent graft system was implanted in a patient for treatment of a 6 cm abdominal aortic aneurysm. It was reported that there was 99 percent stenosis at the origin of the left renal artery prior to stent graft placement. Vessel morphology was reported minimal plaque. Ultrasound revealed that the aneurysm has changed from 6 cm to 7.5 cm. The patient presented approximately 22 months post stent graft implant with slight stent garft migration resulting in a proximal type I endoleak. It was reported that the cause of the stent graft migration was due to the degeneration and dilatation of the proximally aortic neck. The physician elected to remove the stent graft and the patient was successfully converted to an open surgical repair. Medtronic has received the stent graft and the analysis is pending. No additional clinical sequelae were reported and the patient is fine.